Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had renal dysfunction. The duration of dialysis was 1 week. Maximum creatinine was 3.30 mg/dl. Although this considered to be unrelated to the device, it could not be ruled out. The reason for determining causality was autologous kidney function.